Event description:
The patient was treated for burn-related injury during the period of end of 2017/ beginning of 2018. The patient was treated initially using jelonet compress which contains (B)(6). This patient developed severe pain and itchiness; furthermore, after removing the dressing the area was sore, bleeding and irritated. After the removal of dressing and clearing the wound the pain decreased significantly. The patient has in the past experienced severe irritation when using (B)(6) on the remaining skin. We should furthermore point out that we very rarely see any sort of reaction linked to the standard (B)(6) compresses.

Manufacturer narrative:
We have now concluded our investigation into this complaint. No DHR/batch record review possible as no lot numbers have been made available. However, the database of change controls for the jelonet product family was reviewed and it was found there were no changes to raw materials, manufacturing methods or equipment since the original qualification exercises that could have contributed to the issue experienced by the customer or alleged adverse reaction. No complaint sample was available for assessment but a review of our database has found this complaint to be the only complaint received for this issue for this product code and lot number therefore deemed an isolated incident. This case documents a patient with a previous ¿severe irritation¿ reaction to vaseline. However, it is uncertain if the reaction the patient experienced is due to an allergy to the jelonet composition or the result of a nonallergic irritation caused by one or more materials in the dressing. Patient impact beyond the reported irritation and pain is not anticipated. Based on the limited clinical details provided, a thorough medical assessment cannot be rendered at this time. The investigation did not find product defect or manufacturing process issue so no action is required at present. Once a sample is received, we will assess and make further investigation if required. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range. A review of relevant clinical/medical information in the reported issue, inclusive of technique and patient information, to include, but not limited to: ¿patient information ¿surgical procedure/post-operative care review ¿device labeling (including technique guides, ifus, etc.) This case documents a patient with a previous ¿severe irritation¿ reaction to vaseline. However, it is uncertain if the reaction the patient experienced is due to an allergy to the jelonet composition or the result of a nonallergic irritation caused by one or more materials in the dressing. Patient impact beyond the reported irritation and pain is not anticipated. Based on the limited clinical details provided, a thorough medical assessment cannot be rendered at this time. Mimb review. Assess severity of complaint case to determine if additional actions or inputs are required for inclusion in the medical assessment. Determine if a medical assessment will be performed based on a review of the complaint details and further input from the medical director/designee reviewed during mimb. A medical investigation will be performed. Proceed based on information provided and/or available for the investigation; if no relevant clinical information is provided, recommend closure. Approved by dr. Luca orlandini and/or j. Templeton, medical director. This case documents a patient with a previous ¿severe irritation¿ reaction to vaseline. However, it is uncertain if the reaction the patient experienced is due to an allergy to the jelonet composition or the result of a nonallergic irritation caused by one or more materials in the dressing. Patient impact beyond the reported irritation and pain is not anticipated. Based on the limited clinical details provided, a thorough medical assessment cannot be rendered at this time.